Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Inspected external connectors and cables. Inspected controls and indicators. Pendant buttons didn't always register. Battery indicator on image acquisition system not visible. Tractor drive cover was cracked. Hardware parts were replaced. B01,c07,d02 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000208, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000529, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000143, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. For the panel, g04096 is applicable. For the pendant, g02040 is applicable. For the cover, g04037 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during the planned maintenance (pm) the manufacturer representative (rep) found the tractor cover was cracked, the pendant didn't register the docking button being pressed due to being worn, and the battery indicator panel on the imaging acquisition system (ias) was not illuminating. There was no patient involvement.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the likely cause of the battery indicator panel on the image acquisition system (ias) not illuminating was normal wear and tear.